Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Reported problem was duplicated. Error code 46510 presented, which alarms when batteries are introduced after ac power is connected. No problems with pump functionality. Most probable cause was customer using the batteries after connecting the ac power. Error code was cleared, and standard preventative maintenance was performed.

Event description:
It was reported that there was an error 46510. There was no patient involvement, and no patient harm/adverse event reported.